Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, clinical sales representative (csr) contacted isi technical service engineer (tse) and reported a fault. It was stated that monopolar curved scissors (mcs) could not be remove from cannula. Mcs tip had been distorted and damaged. Tse guided caller to undock cannula with instrument. It was confirmed the instrument had been removed. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
The reported issue was resolved though phone support. It was confirmed that issue was resolved by undock cannula with instrument and remove instrument by hand. The system was verified and ready to use.